Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. A magnet tone was elicited on (B)(6) 2016 and (B)(6) 2016.

Event description:
It was reported that an alert triggered on the implantable cardioverter defibrillator (ICD) due to magnet exposure. The patient claimed hearing a continuous tone but had not been near a magnetic field. It was confirmed that two alerts triggered due to magnet exposure. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.